Event description:
It was reported that patient arrived from operating room to the heart and vascular intensive care unit (hvicu). When alaris pumps were plugged into outlet, channel with epinephrine infusing had a channel error and shut off. The medication was attempted to be reprogrammed in the pump, but the channel continued not to work. The epinephrine had to quickly be switched to another channel. The patient became unstable and required a bolus of epinephrine and phenylephrine from the anesthesiologist. This was previous event reported to representatives during site visit. No additional information is available for this event and no devices will be returned to manufacturer for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that patient arrived from operating room to the heart and vascular intensive care unit (hvicu). When alaris pumps were plugged into outlet, channel with epinephrine infusing had a channel error and shut off. The medication was attempted to be reprogrammed in the pump, but the channel continued not to work. The epinephrine had to quickly be switched to another channel. The patient became unstable and required a bolus of epinephrine and phenylephrine from the anesthesiologist. This was previous event reported to representatives during site visit. No additional information is available for this event and no devices will be returned to manufacturer for investigation.